Event description:
The patient was implanted with a heartmate ii left ventricular assist device. It was reported that on (B)(6) 2014 a head CT scan revealed that the patient developed a right hemispheric subarachnoid hemorrhage. The patient had been taking fluindione and laboratory values drawn on (B)(6) 2014 showed an activated partial thromboplastin time (aptt) of 22.3 seconds, and an inr of 1.98. On the day of the event the patient¿s laboratory values were reported to be: inr 2.24, hematocrit 28.8% , hemoglobin 9.6 g/dl, platelet count 238 x 10^9/l, and a white blood cell count of 10.7 x10^9/l. The fluindione was stopped and lovenox was initiated. No surgical intervention was performed. No specific information regarding the patient¿s symptoms was provided. The patient had a history epistaxis issues after the initial lvad implantation in 2010 and therefore the inr was usually kept at less than 2. On (B)(6) 2014 the patient reportedly experienced a transient ischemic attack. A CT scan showed a hemorrhagic stroke. The patient experienced aphasia with an elocution disorder. The patient's laboratory values at that time were: aptt of 21.3 seconds, inr of 1.86, hematocrit 32.9%, hemoglobin 11.3 g/dl, platelet count 224 x 10^9/, and wbc 11.1 x 10^9/l. The patient¿s anticoagulation was stopped at that time. The reported event resolved on (B)(6) 2014 and the patient remained ongoing on vad support.

Manufacturer narrative:
Approximate age of device: 45 days. A direct relationship between the device and the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding and stroke as potential adverse events associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.